Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber body break, thus confirming the reported event. The fiber connector was separated from the fiber connector. Visual analysis showed the fiber tip had normal degradation. The fiber connector had no defects, bright and round light was seen on the face. During functional testing, the aim beam could not be determined because the connector was completely detached from the fiber body. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. According to the device instructions for use, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device.

Event description:
It was reported that this fiber suddenly broke at the body without tension. This procedure was able to be completed using this fiber with no patient complications.

Event description:
It was reported that during procedure with the console at 15w, this fiber suddenly broke at the body without tension. This procedure was able to be completed using this fiber with no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified a fiber body break, thus confirming the reported event. The fiber connector was separated from the fiber connector. Visual analysis showed the fiber tip had normal degradation. The fiber connector had no defects, bright and round light was seen on the face. During functional testing, the aim beam could not be determined because the connector was completely detached from the fiber body. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break. According to the device instructions for use, carefully inspect the fiber for kinks, punctures, fractures or other damage. If the fiber appears damaged, do not use the device.

Event description:
It was reported that during procedure with the console at 15w, this fiber suddenly broke at the body without tension. This procedure was able to be completed using this fiber with no patient complications.